Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with constant motor error alarm during rewind due to motor encoder out of phase. The insulin pump was unable to confirm alarm or perform displacement test due to motor error alarm. The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer's spouse reported via phone call that the insulin pump alarmed motor error. The insulin pump was exposed to a magnetic field. The insulin pump was rewound and alarmed motor position encoder error. Customer's blood glucose level was 85 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.